Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing an elevated blood glucose level of 330 mg/dl on saturday afternoon; went immediately to the hospital where she was hospitalized. Patient's normal blood glucose is about 120-130 mg/dl. Patient is currently pregnant. Patient stated the pump did not give any alarm code. Patient reported the doctor checked the pump today and noticed that the pump does not deliver the insulin; she tried to deliver several boluses. Patient stated she is receiving treatment via drip because her blood glucose level remains elevated. Requested return of the alleged pump for evaluation.